Event description:
It was reported "there was a suspected helium leak. When the doctor dealt with the alarm, blood was found in helium pathway. Change the new one". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).